Event description:
It was reported that the home patient (hp) was connected to the patient line for peritoneal dialysis (pd) therapy on the homechoice (hc) device during the prime. The hp stated that they connected themselves when the hc displayed a prompt to connect the bags prior to the prime starting. The hp was attempting to re-prime when they called for assistance to the technical service representative (tsr). The tsr explained to the hp that they were going to need to disconnect and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposables and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.